Manufacturer narrative:
A review of complaints for architect ca 19-9xr (lot 08021m800) assay determined that there are no trends for the product related to patient results. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. Historical performance in the field of reagent lots using world wide data through abbottlink was evaluated. The patient median result for lot 08021m800 was analyzed and found to be within established baselines and confirms no systemic issues for this lot. Return testing was not completed as returns were not available. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect ca 19-9xr (lot 08021m800) assay.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 2k91-32 that has a similar product distributed in the us, list number 2k91-33. Patient identifier complete sid: (B)(6).

Event description:
The customer reported a falsely elevated architect ca 19-9 result on 1 patient. Results provided: (normal range: 0-37 u/ml): sid (B)(6) (unknown if patient has pancreatic cancer): 1st run result: 36 u/ml (result generated on (B)(6) 2020 07:44); 2nd run result: 39 u/ml (result generated on (B)(6) 2020 08:19), reported out; 3rd run result: 55 u/ml (result generated on (B)(6) 2020 09:01). Previous result in (B)(6) 2020 = 39 u/ml. No impact to patient management was reported.